Event description:
The hcp reported that the pt was twitching. The hcp though the pt's catheter may be dislodged, but it had not been confirmed. The hcp reported that the mother suspected that the "catheter may be entering the spine." The pt's mother had stated the pt's previous catheter needed to be revised. See MFR's report # 6000030200800810. Further follow-up with the hcp provided that the pt's twitching was initially noticed when the pt's valium dose was decreased. Since that time, the valium dose had been increased again, but the pt's symptoms had not been completely resolved. An x-ray (date not reported) showed that everything seemed to be in place and the pump interrogation was fine; no volume discrepancies had been noted. The hcp was planning to have a dye study done, but it had not be scheduled yet. The pump was used to deliver lioresal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.